Event description:
A healthcare provider (hcp) requested cautery/electro cautery guidelines, unrelated to the device or therapy. The hcp then reported that a patient stated they only turned off their device once before. When they turned the device back on, after that time, it really messed up the stimulator, but eventually it worked normal again. They did not have any more details about when the event occurred, or what the patient meant by being messed up. The hcp requested steps on how to turn off the device. The implantable neurostimulator was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.